Manufacturer narrative:
Complaint conclusion; as reported, the sealant of the 6f-7f mynxgrip vascular closure device (vcd) did not deploy upon shuttling down. Manual pressure was applied to the right femoral artery. Closure was aborted and the device was removed. There were no complications. There was no reported patient injury and the patient recovered. The device was stored per labeling and opened in sterile field. The deployer was a trained mynx user. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate tortuosity with mild pvd/calcification in the vicinity of the puncture site. The user shuttled down completely with minimal resistance. There was no unusual force applied when retracting the sheath. The advancer tube was not engaged or visible. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open, and the sealant and advancer tube were observed to have remained in the manufacturing position as received. The syringe and procedure sheath were not returned with the device. It was noted that the sealant sleeve was displaced approximately 17 mm from the distal end of the shuttle cartridge tubing, which indicated that the device may have not been completely shuttled down during the procedure. However, it is unknown if the device was manipulated post the procedure. The device was inspected for damages/anomalies that may have contributed to the reported incident. No damages/anomalies were observed. Per functional analysis, the shuttle down procedure was simulated. The shuttle cartridge was able to be advanced and retracted to the black handle with no resistance felt. The advancer tube was properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, no damages or anomalies were observed. A product history record (phr) review of lot f2032803 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The returned device performed as intended per the mynxgrip instructions for use (IFU). Procedural factors, such as failure to shuttle completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2032803 presented no issues during the manufacturing process that can be related to the reported event. This device has been analyzed but the final, approved draft of the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of the 6f-7f mynxgrip vascular closure device (vcd) did not deploy upon shuttling down. Manual pressure was applied to the right femoral artery. Closure was aborted and device was removed. There were no complications. There was no reported patient injury and the patient recovered. The device was stored per labeling and opened in sterile field. The deployer was a trained mynx user. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate tortuosity with mild pvd/calcification in the vicinity of the puncture site. The user shuttled down completely with minimal resistance. There was no unusual force applied when retracting the sheath. The advancer tube was not engaged or visible. The device is expected to be returned for analysis.